Event description:
It was reported that the user experienced a low glucose reading, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included no reported alarms and no reported hospitalization. Investigation included attempts to contact the user to obtain additional information. Investigation of this case revealed that the event details and device behavior remain undetermined pending user follow-up. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.